Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer's blood glucose level decreased while using the unspecified bd nano¿ pen needle. The consumer reportedly injected "too high above her belly button". The following information was provided by the initial reporter: "consumer reported that her glucose level decreased while using nano pen needle. She stated that she injected too high above her belly button and believes that was the cause. No other issues reported."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer's blood glucose level decreased while using the unspecified bd nano¿ pen needle. The consumer reportedly injected "too high above her belly button". The following information was provided by the initial reporter: "consumer reported that her glucose level decreased while using nano pen needle. She stated that she injected too high above her belly button and believes that was the cause. No other issues reported."